Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using the pre-close technique prior to an transcatheter aortic valve replacement (tavr) procedure via 5f, upsized to 8f and 14f. Reportedly, the four proglides failed to deliver the suture. Felt as if nothing fired [no suture seen] and the clicks sounded hollow. The sutures of two new proglide devices were successfully pre-placed. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported cuff miss, noise and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.